Event description:
Same case as: 2134265-2008-00711. It was reported that post a coronary drug eluting stenting treatment procedure, a pt death occurred. The 100% stenosed lesion being treated was located in the mildly calcified mid right coronary artery (rca) and the 90% stenosed, mildly calcified left main trunk (lmt). The pt presented with chest pain, st segment elevation, and an acute myocardial infarction. The physician deployed a 3.5x15mm and a 3.5x24mm non-bsc stent in the mid rca. It was unk whether these stents were overlapping. The pt complained of chest pain, and the st segment elevation did not resolve. So, the lad was predilated using a 3.5x15mm non-bsc balloon, inflated to 10 atm for 30 secs. Then a 3.50x8mm taxus express2 drug eluting stent was deployed in the distal lad, inflated to 18 atm, and a 3.50x20mm taxus express2 drug eluting stent was deployed in the proximal lad, inflated to 18 atm. These stents were overlapping. Ivus was performed and the stents were well positioned and well apposed. Medications give: heparin. The percent of remaining stenosis in the rca middle and the lad was 0-25%, and timi was 3. The procedure was completed. One to one and a half hrs post the initial procedure, the pt developed ventricular fibrillation (vf). There were no predictors (chest pain or other symptoms). The physician used the defibrillator, but the pt was in a shock state. The pt died despite cardiopulmonary resuscitation. Cause of the death was unk and an autopsy was not performed.

Manufacturer narrative:
The complaint device was not returned; therefore, product analysis was not completed. The exact cause of the reported event could not be determined; therefore, the root cause will be documented as an 'anticipated procedural complication' because of the likelihood that the pt anatomy contributed to the reported complaint, and due to the lack of info implicating a root cause related to the device. A CAPA has been initiated to address this issue. A review of the device history record found that the device met its time of its release to distribution.